Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The difficulties deploying the stent and leak could not be replicated in a testing environment due to the separation. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a left anterior descending artery. Pre-dilatation was performed with a trek balloon catheter. A 2.25 x 28 mm xience xpedition was advanced over a balance middleweight elite guide wire to the lesion. When attempting to deploy the stent, the inflation device could not hold pressure and there was a leak noted at the hub of the catheter. The pressure was able to go to 6 atmospheres to partially deploy the stent implant. The delivery catheter was removed without resistance and a trek balloon was successfully used to fully appose the stent implant to the vessel wall. Upon removal of the stent delivery system, the hypotube was found to be separated at the hub. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.